Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
The patient reported experienced "electrical tingling" and the right ventricular lead had fractured. It was also reported that a lead integrity alert was heard daily. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experienced "electrical tingling" and the right ventricular lead had fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.